Event description:
Reportedly, the patient was undergoing cvvhd treatment. This was the 3rd circuit in 24hrs. The staff nurse set up and worked the machine during the first half hour of treatment--there were no problems reported during thids time-period. When another individual took over, the pre-filter pressure dome reportedly exploded. The complaint was phoned in and the suspect product is being saved. The serial number of aquarius machine is 0671, and the machine has since passed a self-test. Further information received indicates that the event was atrributed to user error and the training records of the individuals involved will be verified to determine if the individual on duty was trained on the issue of ensuring safe set-up of the pre-filter pressure dome.additionally, further information was obtained from the account manager: 'I attended a study day in 2009. The unit practice educator had no further information for me on this particular incident. I was informed anecdotally that the incident occurred when the prefilter pressure dome was removed before the pump tubing sections. On further questions, it appeared that the person relaying this information wasn¿t actually present at the time the incident occurred; just reporting a version of the event. No patient injury, death or intervention was reported with regard to this event.